Event description:
At the end of the arthrectomy, the crown got stuck in the distal area of arthrectomy, which was in the proximal posterior tibial artery, and the physician had to pull very hard to get it off the vessel wall. The device was rendered broken and replaced, and the procedure continued without further incident. Blood loss was approximateley 100 cc. The patient's postop course was uncomplicated and patient was discharged on post op day two.